Event description:
A supplemental report is being submitted due to the completion of the investigation on 17-jan-2025.

Manufacturer narrative:
PMA/510k#: k182980 device evaluation the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study and will capture study stent occlusion. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. It should also be noted that pain/discomfort and nausea/vomiting are listed as potential adverse events in the instructions for use (ifu0040), there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As per the attached pmcf study, page 31, the cause of the obstruction was reported to be due to tissue or tumor ingrowth caused by the progression of cancer. As previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. The patient presented with abdominal pain, nausea and vomiting. It should also be noted that pain/discomfort and nausea/vomiting are listed as potential adverse events in the instructions for use (ifu0040), confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, on the (B)(6) 2019 the patient underwent a stenting procedure in the common bile duct for duodenal carcinoma. There were no adverse events related to the procedure. On (B)(6) 2019, the patient experienced re-current biliary obstruction due to the tissue or tumor ingrowth caused by the progression of cancer. Treatment involved an endoscopic intervention where a new study stent was placed and anti biotics. The site determined the event to be related to the progression of the cancer. Confirmed quantity of 01 x used device. The reintervention for recurrent biliary obstruction was not successful due to tumor invasion. Patient death was reported on the (B)(6) 2019. The cause of death was reported to be due to primary disease progression and complications of the procedure ¿ sepsis shock. As per medical advisor input, the cause of death was due to the progression of the cancer.

Event description:
(B)(6) 2019 date of first implant procedure in common bile duct for duodenal carcinoma. 2 zib6 stents placed. No adverse events related to the procedure. Re-current biliary obstructions (B)(6) 2019. 9 days post procedure. Occlusion within stent due to progression of cancer, occluding from its beginning. Reintervention was unsuccessful due to tumor invasion. Obstruction noted in study stent due to tissue or tumor ingrowth. Patient presented with abdominal pain, nausea and vomiting. Treatment endoscopic intervention new study stent with antibiotics. The site determined the event to not be related to the study device, related to progression of cancer. Patient (B)(6) 2019. Due to primary disease progression and complications of procedure, sepsis shock. The reintervention for recurrent biliary obstruction was as not successful due to tumor invasion. On (B)(6) 2019, the patient died of primary disease progression, complications of the procedure (presumably the reintervention, not study procedure since ae was not related to study procedure) and sepsis shock.

Manufacturer narrative:
PMA/510k#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.